Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that there was visible evidence that the gantry had been closed around table too close to the bottom of the inner gantry cover. The door edge of the lower gantry cover was pushed into the gantry opening and came in contact with motor mount bracket for the collimator leaves, which was wedged on the leading edge of the lower cover preventing the gantry from rotating, leading to the inability to open the door due to the gantry position. Freed cover. Adjusted the upper and lower dingus. Adjusted the door close switch that became maladjusted from attempts to open the door with the gantry in the wrong position. Performed system checkout. Unit operates as expected. Recommend replacing gouged lower gantry skins. A mechanical failure mode was confirmed and a full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system gantry door could not be opened. The manual door override was attempted, but was unsuccessful. There was no patient present when this issue was identified.